Event description:
Catheter placed in right basilic in 2007. No problems noted during insertion. The nurse reported line occluded, when attempting to instill tpa, the nurse noted leakage. The catheter was then found broken.

Manufacturer narrative:
Attempts have been made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted.